Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23dec2020.

Event description:
It was reported that the ventilator had an abnormal noise, possibly from the blower. No patient involvement. The service engineer (se) inspected the device and confirmed the noise from the blower. The se replaced the blower to address the issue and the unit was returned to use.